Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between november 30, 2022 - december 1, 2022. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor leaked. This occurred during preparation; 50 ml of medication was successfully introduced. However, the liquid began to leak and did not enter the elastomer pump. There was no patient involvement. No additional information is available.